Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump was unable to prime during the prime test, and it gave a motor error alarm during the occlusion test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The pump gave an alarm after the battery change due to a faulty component on the interface board. However, the motor tested okay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working properly as it received excessive motor error alarms. As a result, customer reported of being hospitalized every month since the month of december 2014 with blood glucose usually above 400 mg/dl. Customer was normally hospitalized due to diabetic ketoacidosis. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.